Event description:
Report received of fluid leakage from the y-site with bleedback. It was reported that an adult patient was receiving an unspecified amount of normal saline of the primary line. An unspecified medication was administered through, the pre-pierced port on the y-site with a blunt cannula prior to the initiation of a solution of benadryl 20mg in 100ml of normal saline via a secondary administration set. Reportedly, the nurse initiated the benadryl solution and left the room. Approximately 10 minutes later, fluid leakage with bleedback was noted at the y-site. The nurse estimated that approximately half (50ml) of the benadryl had leaked onto the floor and an estimated equal amount of blood had backed up from the patient's IV access and spilled onto the floor. The nurse clamped the tubing and notified the doctor. The tubing set and huber needle were replaced and the benadryl was resumed. The patient received the estimated 50ml of benadryl that was remaining in the bag. The patient did not experience any adverse sequelae. Though requested, there was no further information available.